Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 469 mg/dl with trace ketones. A correction bolus was delivered to address bg. Customer went to the emergency room (ER). Customer was treated intravenously with fluids of saline and insulin. Customer was released with issue resolved and no permanent damage later the same day. Customer was educated about proper procedure after pump shutdown.